Manufacturer narrative:
D9: device received on 12/26/2024. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause is the pcb is damaged. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not heating up, no additional information provided.